Event description:
Boston scientific received information that this right ventricular lead was experiencing loss of capture. Additionally, there was right ventricular undersensing. The patient was not symptomatic. This lead remains implanted. As a result, boston scientific is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Implant, explant, and event dates were not made available.